Event description:
During an arthroscopic shoulder repair, while the surgeon was attempting to drill a bone hole to accommodate an anchor, he kept running into an established metal anchor from a previous repair with the drill bit causing metal shavings in the body. All of the debris was able to be removed from the body, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility.

Manufacturer narrative:
The root cause for this reported issue lies with the fact that the surgeon kept running into a metal anchor that was previously established in the bone. The drill is not intended for this, it is constructed and intended for drilling into bone only; this is a user issue. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.